Event description:
Couldn't walk without assistance, had to use a cane, and could not drive [impaired driving ability]. Couldn't walk without assistance, had to use a cane, and could not drive [walking difficulty]. Right knee only soreness for 6 hours/ was in a lot of pain [aching (r) knee]. Had much difficulty standing up from her chair [difficulty in standing]. Had no sleep [sleep loss]. Case narrative: initial information received on (B)(6) 2021 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 74 years old female patient who experienced couldn't walk without assistance, had to use a cane, and could not drive, couldn't walk without assistance, had to use a cane, and could not drive, right knee only soreness for 6 hours/ was in a lot of pain, had much difficulty standing up from her chair and had no sleep while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included knee pain for 7 years. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking 48 mg/6 ml synvisc one injection liquid (solution) dosage unknown via unknown route and once in right knee (with an unknown batch number) for unknown indication. Information on the batch number was requested. Reportedly, the patient did not have problems; only soreness for 6 hours (arthralgia; start date (B)(6) 2021, latency unknown). The patient then sat for 2 hours to play scrabble and had much difficulty standing up from her chair (start date: (B)(6) 2021; dysstasia). The patient was able to get on her feet but couldn't walk without assistance, had to use a cane, and could not drive (start date: (B)(6) 2021 and latency unknown; impaired driving ability, gait disturbance; seriousness criteria: disability). At home, she leaned on things for support when ambulating and was in a lot of pain, had no sleep (insomnia; start date (B)(6) 2021, latency unknown), and went to an urgent care. The patient was told to use ice on and off and was prescribed oxycodone, was able to sleep that night. The patient on (B)(6) 2021 and she was started on prednisone to taper for the pain (seriousness criteria: intervention required). The patient had used ice and heat, rotating and used topical pain killers, used motrin every 4 hours but it was ineffective. Pa (physician assistant) states that she had the injection prior with no problem. The patient had x-rays of knees and stated she was not ready for knee replacement per hcp (healthcare professional). The patient was concerned it could be a contaminated needle. Action taken: not applicable for all events. The patient was treated with ibuprofen (motrin), oxycodone and prednisone, use ice on and off for arthralgia; to use a cane for gait disturbance; not reported for rest of the events. At time of reporting, the outcome was recovered / resolved in june 2021 for the event had no sleep and was unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one for unknown batch number and global ptc number: (B)(4) and results were pending for the same. Issue was set in progress. Additional information was received on 23-jun-2021 from healthcare professional. Global ptc number and suspect's strength added. Narrative amended accordingly.

Event description:
Couldn't walk without assistance, had to use a cane, and could not drive [impaired driving ability]. Couldn't walk without assistance, had to use a cane, and could not drive [walking difficulty]. Right knee only soreness for 6 hours/ was in a lot of pain [aching (r) knee]. Had much difficulty standing up from her chair [difficulty in standing]. Had no sleep [sleep loss] . Case narrative: initial information received on (B)(6) 2021 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 74 years old female patient who experienced couldn't walk without assistance, had to use a cane, and could not drive, couldn't walk without assistance, had to use a cane, and could not drive, right knee only soreness for 6 hours/ was in a lot of pain, had much difficulty standing up from her chair and had no sleep while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included knee pain for 7 years. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking 48 mg/6 ml synvisc one injection liquid (solution) dosage unknown via unknown route and once in right knee (with an unknown batch number) for unknown indication. Information on the batch number was requested. Reportedly, the patient did not have problems; only soreness for 6 hours (arthralgia; start date (B)(6) 2021, latency unknown). The patient then sat for 2 hours to play scrabble and had much difficulty standing up from her chair (start date: (B)(6) 2021; dysstasia). The patient was able to get on her feet but couldn't walk without assistance, had to use a cane, and could not drive (start date: (B)(6) 2021 and latency unknown; impaired driving ability, gait disturbance; seriousness criteria: disability). At home, she leaned on things for support when ambulating and was in a lot of pain, had no sleep (insomnia; start date (B)(6) 2021, latency unknown), and went to an urgent care. The patient was told to use ice on and off and was prescribed oxycodone, was able to sleep that night. The patient on (B)(6) 2021 and she was started on prednisone to taper for the pain (seriousness criteria: intervention required). The patient had used ice and heat, rotating and used topical pain killers, used motrin every 4 hours but it was ineffective. Pa (physician assistant) states that she had the injection prior with no problem. The patient had x-rays of knees and stated she was not ready for knee replacement per hcp (healthcare professional). The patient was concerned it could be a contaminated needle. Action taken: not applicable for all events. The patient was treated with ibuprofen (motrin), oxycodone and prednisone, use ice on and off for arthralgia; to use a cane for gait disturbance; not reported for rest of the events. At time of reporting, the outcome was recovered / resolved in (B)(6) 2021 for the event had no sleep and was unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on (B)(6) 2021. Additional information was received on 13-jul-2021 from healthcare professional. Global ptc number and suspect's strength added. Narrative amended accordingly.

Event description:
Couldn't walk without assistance, had to use a cane, and could not drive [impaired driving ability]. Couldn't walk without assistance, had to use a cane, and could not drive [walking difficulty]. Right knee only soreness for 6 hours/ was in a lot of pain [aching (r) knee]. Had much difficulty standing up from her chair [difficulty in standing]. Had no sleep [sleep loss]. Case narrative: initial information received on 23-jun-2021 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old female patient who experienced couldn't walk without assistance, had to use a cane, and could not drive, couldn't walk without assistance, had to use a cane, and could not drive, right knee only soreness for 6 hours/ was in a lot of pain, had much difficulty standing up from her chair and had no sleep while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included knee pain for 7 years. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection, dosage unknown via unknown route and once in right knee (with an unknown batch number) for unknown indication. Reportedly, the patient did not have problems; only soreness for 6 hours (arthralgia; start date (B)(6) 2021, latency unknown). The patient then sat for 2 hours to play scrabble and had much difficulty standing up from her chair (start date: (B)(6) 2021; dysstasia). The patient was able to get on her feet but couldn't walk without assistance, had to use a cane, and could not drive (start date: (B)(6) 2021 and latency unknown; impaired driving ability, gait disturbance; seriousness criteria: disability). At home, she leaned on things for support when ambulating and was in a lot of pain, had no sleep (insomnia; start date (B)(6) 2021, latency unknown), and went to an urgent care. The patient was told to use ice on and off and was prescribed oxycodone, was able to sleep that night. The patient on (B)(6) 2021 and she was started on prednisone to taper for the pain (seriousness criteria: intervention required). The patient had used ice and heat, rotating and used topical pain killers, used motrin every 4 hours but it was ineffective. She stated the pa stated she had the injection prior with no problem. The patient had x-rays of knees and stated she was not ready for knee replacement per hcp. The patient was concerned it could be a contaminated needle. Action taken: not applicable. The patient was treated with ibuprofen (motrin), oxycodone and prednisone, use ice on and off for arthralgia; to use a cane for gait disturbance; not reported for rest of the events. At time of reporting, the outcome was recovered / resolved in (B)(6) 2021 for the event had no sleep and was unknown for rest of the events.